Event description:
A malfunction was reported with the code malf 9, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional action was taken.